Manufacturer narrative:
Corrected: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry and investigation that a 11500a 27mm aortic valve was explanted and replaced with a 11060a 25mm aortic valved conduit after an implant duration of 3 years, 9 months due to aortic root pseudoaneurysm that caused dehiscence and severe perivalvular leak. Per medical records the patient presented with atrial flutter and work-up revealed aortic root pseudoaneurysm 6.4cm on CT scan and concern for possible endocarditis. Pre-op tee reveals the aortic leaflets open normally. There is a sinus of valsalva aneurysm anterior to the aortic valve (between prosthesis and la). There is bidirectional flow into the aneurysm which is immediately below the aortic valve. There is also the possibility of moderate intravalvular aortic regurgitation, although this may represent artifact from flow into and out of the aneurysm. There is severe paravalvular insufficiency via the aortic root pseudoaneurysm. Blood cultures remain normal and no leukocytosis or signs of sepsis. The patient underwent redo avr and root replacement with 25mm avc. Intraoperatively inspection of the aortic root revealed partial dehiscence of posterior valve from the annulus, below the left main, and this area communicated with a large 6cm pseudoaneurysm. The valve did not appear infected and there was no purulence although several pledgets were poorly healed and a low-grade infection could not be ruled out. Cultures were sent from the explanted valve. 25mm avc was implanted. Post-implant tee showed the avc with normal function. The patient was transported to the cv-ICU in stable but guarded condition. On pod #7 the patient was discharged.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry and investigation that a 11500a 27mm aortic valve was explanted and replaced with a 11060a 25mm aortic valved conduit after an implant duration of 3 years, 9 months due to aortic root pseudoaneurysm, dehiscence, severe perivalvular leak, severe regurgitation, and possible endocarditis. Per medical records the patient presented aortic root pseudoaneurysm on CT scan, tee demonstrated severe paravalvular aortic insufficiency and possible moderate transvalvular insufficiency and a 5.4 cm aneurysm in the aortic root and sinus of valsalva. The patient underwent redo avr and root replacement with 25mm avc. Intraoperatively inspection of the aortic root revealed partial dehiscence of posterior valve from the annulus and a 6 cm pseudoaneurysm. The valve did not appear infected and there was no purulence although several pledgets were poorly healed and a low-grade infection could not be ruled out. Cultures were sent from the explanted valve. 25mm avc was implanted. Post-implant tee showed the avc with normal function. The patient was hemodynamically stable and extubated in the operating room. The patient was transported to the cvicu in excellent condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.